Event description:
Consumer called. Meter lcd display shows partial characters. No adverse event reported.

Manufacturer narrative:
MFR acknowledges the lateness of the report. Lcd fault, (B)(4). Investigation completed on 09/04/2013. Returned product shows some lcd characters missing, which may cause incorrect interpretation of meter results. Most likely underlying root cause of malfunction: meter dropped/impacted/stressed enough to break lcd; poor solder connection on lcd.